Manufacturer narrative:
The delivery device was not returned. The visual inspection showed that the non-folded seal subassembly was left behind in the loader device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.